Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. Target lesion 1 was 100% stenosed, located in the ostium of the proximal right coronary artery (rac), was 15.0mm long with a reference vessel diameter of 3.50mm. The lesion was predilated with a 3.0x15mm unk balloon at 8 atms. The physician implanted a 3.5x16mm taxus express2 stent at 20 atms in the proximal rca. Post-dilation was performed by the stent delivery balloon at 20 atms. Post intravascular ultrasound (ivus) was performed and the result were unk, due to non-uniform rational distortion (nurd) image. Residual stenosis was 25% with a timi flow 3. Target lesion 2 was 90% stenosed, located in the proximal left anterior descending (lad), was 10.0mm long with a reference vessel diameter of 3.50mm. The lesion was predilated with an unk balloon and the physician implanted a 3.5x12mm taxus express2 stent at 18.0mm atms in the proximal lad. Post-dilation was performed by the stent delivery balloon at 18.0 atms. Residual stenosis was 0% with a timi flow 3. Post 9 months follow-up evaluation, revealed restenosis in the proximal rca. Positive ECG changes were noted. The 100% stenosed target lesion was 3.50mm in reference vessel diameter with a timi flow 0. A percutaneous coronary intervention (pci) was performed with an unk balloon catheter. Both 2.5x24mm and 3.5x20mm taxus express2 stents were implanted 14 days later. The pt was discharged 3 days after the procedure on bayaspirin. Post 1 year follow-up eval was performed, and there was no problem. Pt's condition listed as "improved".

Manufacturer narrative:
The device was not returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.